Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The right and left plunger cases were broken. Event history log (ehl) showed force sensor test which was duplicated during a power-on self-test. This root cause was a result of the customer's physical damage to the device. Customer impacted the plunger head causing the force sensor to out of calibration. Actions were taken to mitigate the reported issues: replaced plunger cases and damaged timing spring and calibrated force sensor; performed power-on self-test and all functional tests passed.

Event description:
It was reported that the pump had a supercap error/ force sensor error. No patient injury was reported.